Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for out-of-range/high rv defibrillation coil impedance. Additionally, it was noted that the right atrial (ra) lead displayed visible electromagnetic interference (emi) noise on the atrial channel causing atrial oversensing. Follow up was completed and it was verified that no reprogramming has been completed at this time. Both the rv and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered an alert for out of range impedance on the superior vena cava (svc) defibrillation coil. The lead has been capped and replaced. No patient complications have been reported as a result of this event.